Event description:
It was reported by the rep the er320 was used in a laparoscopic cholecystectomy. It was reported the er320 misfired during the procedure. A second er320 was used to finish the case. There was no consequence to the pt.